Event description:
It was reported that, "screw came out of duracon tibial, insert. Surgeon noticed on routine patient visit (xrays). Revised insert w/new insert and screw. Original implantation 2001."